Event description:
It was reported that during a da vinci-assisted pulmonary wedge resection surgical procedure, a small piece of the white plastic was broken off the synchroseal instrument. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use and no abnormalities were observed. The reported issue occurred approximately one hour into the use of the instrument, during the pulmonary wedge resection. The instrument did not collide with any other instrument. The reporter confirmed there was no patient injury as result of the issue, nor did any fragment fall inside the patient. A similar backup instrument was used to proceed with the surgical task. There was no procedural delay.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the synchroseal instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) I found the primary failure of thermal damage on the cut electrode. There were no pieces missing from the cut electrode. The instrument was tested for electrical continuity and passed. Additional observation not reported by site: upon visual inspection, the instrument was found to have a torn jaw cover. Various tears and punctions were observed around the jaw cover, for example at the pouch and towards the edge. Tears and punctures measured approximately 0.080" - 0.146". No missing material was observed.